Event description:
It was reported that the patient stated that his current inflatable penile prosthesis (ipp) has been determined malfunctioning by his doctor, and he is scheduled for a replacement procedure. The patient was dissatisfied with erection compared to prior procedures. No surgery has been informed, and no additional information was provided.

Manufacturer narrative:
Event date was not provided; therefore, 02/01/2025 was used as an approximate event date.